Event description:
It was reported that, after a left hip bhr surgery had been performed on (B)(6) 2008 with acetlr cup hap 56mm w/ imptr and resurfacing femoral head 50mm, the patient began experiencing issues about four months ago and has constant discomfort in his left thigh and hip area. On (B)(6) 2022, it was discovered that there was 3.8 ppb of chromium and 8 ppb of cobalt in blood. It is unknown how the patient has been treated at this point. Current health status of patient is stable.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6. It was reported that after a left hip bhr surgery in 2008, in 2022 patient complained of constant discomfort in his left thigh and hip area. Cobalt and chromium 8.0 and 3.8 mcg/l respectively. No medical intervention has been reported. A review of the historical complaints data for the acetabular cup and femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. With the information provided the clinical root cause of the reported discomfort and elevated metal ions cannot be confirmed. It cannot be concluded the above events/ clinical reactions were associated with a malperformance of the implant. The patient impact beyond the reported discomfort cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Sections b5 and b6 were updated with the new information received. Internal complaint reference number: case (B)(4).

Event description:
It was reported that, after a left hip bhr surgery had been performed on (B)(6) 2008 with resurfacing femoral head 50mm, the patient began experiencing issues about four months ago and has constant discomfort in his left thigh and hip area. On 18-mar-2022, it was discovered that there was 3.8 ppb of chromium and 8.4 ppb of cobalt in blood. It is unknown how the patient has been treated at this point. Current health status of patient is stable.